Manufacturer narrative:
The implant date provided by the reporter was before the manufacturer date of the device. Follow up is being conducted to address the discrepancy. (B)(4)

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient was not able to recharge the implantable neurostimulator (ins). The issue was identified as there was no good communication or no communication at all between the recharger and implanted ins. It was noted the patient turned off the stimulator to avoid battery depletion. The recharger was changed, but the problem was not solved. A surgical intervention occurred; it was noted the patient had a "surgical troubleshooting" because the ins was not "in the right side". The issue was resolved and the patient was alive with no injury at the time of the report. It was noted the ins was implanted on (B)(6) 2015.

Event description:
Additional information received from a manufacturing representative reported the implantable neurostimulator (ins) was replaced in (B)(6) 2015. The patient was doing well and they were able to regularly recharge the ins.